Event description:
It was reported that the patient presented in clinic for follow-up upon receiving anti-tachycardia pacing (atp) therapy from their device. Upon interrogation, it was found that the patient's right ventricular (rv) lead exhibited noise over-sensing resulting in the inappropriate atp. The physician elected to revise the lead. During the procedure, conductor externalization was noted on the rv lead. It was further noted that the cleaning stylet was unable to be advanced through the lead body. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the patient's right ventricular (rv) lead exhibited noise. The physician elected to revise the lead. During the procedure, conductor externalization was noted on the rv lead. It was further noted that the cleaning stylet was unable to be advanced through the lead body. The lead was capped and replaced on (B)(6) 2021. The patient was stable.